Manufacturer narrative:
The reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Visual examination of the returned laser fiber revealed fiber was received broken in three pieces. The first piece measured 145 cm and was fractured approximately 125 cm from the connector. The second piece includes the fiber body and measured 11 cm. The third piece includes the fiber body and exposed glass tip which measured 152 cm and was fractured at 6 cm, 61 cm, 126 cm and 145 cm from the break to the exposed glass fiber tip. The exposed glass tip measured 3.0 mm and appeared used. The pattern on the tip face was consistent with normal degradation. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax 200 laser fiber was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician wrapped the laser fiber in a wet towel and started to fire laser energy. Smoke was noted beneath the wet towel and laser fiber. The physician reported that the laser fiber had broken. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax 200 laser fiber was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician wrapped the laser fiber in a wet towel and started to fire laser energy. Smoke was noted beneath the wet towel and laser fiber. The physician reported that the laser fiber had broken. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.